Manufacturer narrative:
Omit:a26 - insufficient information (3190),g07001 - part/component/sub-assembly term not applicable,c20 - no findings available,d15 - cause not established. Additional information: imdrf annex a,g,c,d codes.

Event description:
It was reported that the device had displayed replace battery alarm issue. Battery was replaced in (B)(6) 2020 by bd. Battery date code number 2034. There was no patient involvement.

Manufacturer narrative:
A review of the complaint history for this serialized unit did not confirm similar complaints, based on the same or related failure mode for this event. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Device was not returned to manufacturing facility.

Event description:
It was reported that the device had displayed replace battery alarm issue. Battery was replaced in (B)(6) 2020 by bd. Battery date code number 2034. There was no patient involvement.